Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The doctor reported to sales rep that the tip of the screwdriver was broken during surgery. The surgery was continued using another backup screwdriver after the tip was removed from the head of the screw.

Manufacturer narrative:
The reported event that screwdriver blade, t7, ao was alleged of issue s-11 (breakage during surgery) could be confirmed, since the returned device matched the reported failure mode. The device inspection revealed the following: visual inspection was performed and it showed that the screwdriver blade was broken at the tip. The breakage shows a fracture surface that is typical for a torsional fracture and fatigue breakage due to overtightening. The screwdriver was most likely twisted under high loads and eventually broke. Such power, in combination with hard bone, and even with high torsional force could definitely deform the screwdriver and lead to such a breakage. Due to the nature of the returned device, a functional and dimensional inspection was not possible. The device is considered multiple use, which means that it experiences a lot of usage, sterilization processes and transportation throughout the years, and all these procedures can definitely affect its integrity. Attention should be given in the maintenance of multiple use devices and the instructions for cleaning, sterilization and maintenance should be followed. If the device has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Based on the investigation, the root cause was attributed to a user related issue. A review of the labeling did not indicate any abnormalities. The optech clearly states that applying excessive torque during screw insertion is not recommended, and may result in damage to the screwdriver blade. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The doctor reported to sales rep that the tip of the screwdriver was broken during surgery. The surgery was continued using another backup screwdriver after the tip was removed from the head of the screw.